Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, several episodes of non-sustained oversensing were observed. The cause was thought to be myopotentials. Reprogramming was suggested.